Event description:
Patient presented to ed for right-sided chest pain over chest port site, with inability to draw blood for the past 2 weeks. X-ray showed dislodgement of the right chest port catheter. Catheter lodged in the right ventricle. Cardiac w/u negative. Port had been placed in 2017.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation. Attempts to obtain the sample were unsuccessful. Without an evaluation of the device involved we are unable to determine the cause or factors that may have contributed to this event.